Event description:
Info received indicates the head of the bed will not rise.

Manufacturer narrative:
The tech isolated the issue to the head up valve. He replaced the head up valve to repair the bed.